Event description:
Caller reported potential false negative d-dimer result on triage profiler sob test. A (B) (6) female went to the ER complaining of huge lump behind her right leg. She has a history of dvt (clot in same leg found 15 years ago). Patient was admitted and testing was performed using triage profiler sob test. The initial test had all markers low. Vital signs: bp 154/79, toc: 98.6, pulse: 86, o2 satn: 95% ra, respiratory rate: 20. Patient admitted on (B) (6) 2010. Admitting diagnosis: dvt.

Manufacturer narrative:
Investigation pending.